Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator's display went blank. The ventilator continued to ventilate the patient. There was no harm to the patient as a result of the event.